Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned unit was attached to an inflation device. Positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon body which started 0.5 mm proximal to the distal end of the distal markerband and extended for a distance of 9 mm proximally. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified coronary artery. During the procedure, upon 2nd inflation, it was noted that the balloon ruptured at 10atm. The balloon was completely removed from the patient. The procedure was completed with a 2.5 x 13 non bsc balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified coronary artery. During the procedure, upon 2nd inflation, it was noted that the balloon ruptured at 10atm. The balloon was completely removed from the patient. The procedure was completed with a 2.5 x 13 non bsc balloon catheter. No patient complications were reported and the patient's condition was good.